Event description:
A customer reported an issue with the pump display where pixel problems effected their ability to interact with and read the screen. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.